Event description:
A malfunction was reported on a customer¿s pump, but no notable events occurred prior to this issue. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Customer planned to use a backup insulin pump or mdi to ensure insulin delivery continued and was set to receive a replacement pump with updated software. Technical support confirmed the shipping details, provided instructions for pump storage, and guided the customer on the return process for the faulty pump.